Manufacturer narrative:
On (B)(4) 2019 haemonetics was made aware of an incident of thermal decomposition discovered during evaluation by the customer's on-site technician. The technician found that the device control pcb overheated while testing an interconnect pcb in the device diagnostics setting. The damaged device control pcb was returned for further evaluation and received (B)(4) 2019. It was discovered that a design flaw in the interconnect pcb caused a failure of an integrated circuit component resulting in 24v going to the device control pcb, exceeding voltage limits. The interconnect pcb design is planned to be reworked by adding an additional component to prevent 24v from going into the device control pcb in the event of subcomponent failure. This failure occurred during diagnostic testing on the device, there was no donor or patient involved. No injuries were reported as a result of the thermal decomposition observed and there was no evidence of electrical fire. Haemonetics has previously reported incidents of confirmed thermal decomposition, as such this incident is deemed reportable.

Event description:
On (B)(6) 2019, the on-site technician at immunotek bio centers was evaluating a nexsys pcs machine to troubleshoot issues with the interconnect pcb in the device diagnostic menu. During the diagnostic testing, the on-site technician reported that the device control pcb began to overheat while testing the interconnect pcb. The on-site technician returned the device control pcb to haemonetics for further evaluation and replacement components were requested to repair the nexsys pcs and return it to service. This failure occurred during diagnostic testing of the device, there was no donor or patient involvement in any procedure at the time of the failure. No injuries were reported as a result, and there was no report of smoke or electrical fire.